Event description:
Complainant alleged that during the incoming inspection of the product, the device in defibrillation mode would no charge and displayed error message code "status 42" on the monitor screen. Also, received error message code "paddle fault" when paddles are connected and "pacer fault" in pace mode. The complainant indicated that there was no pt involvement in the reported failure.